Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-sep-2025, the user reported persistent high blood glucose (bg) while using dexcom g7 continuous glucose monitoring (cgm) and a contact detach (cd) 6 mm 23" infusion set. The highest blood glucose (bg) recorded was 600 mg/dl, confirmed by finger stick. The infusion set showed no visible issues. The agent advised a full supply change; however, the user already administered a manual insulin injection (mdi) and was advised to disconnect from the ilet for at least two hours before reconnecting with new supplies. Blood glucose (bg) was corrected with an mdi. No symptoms during the event were experienced by the user and no outside assistance, or medical intervention were reported.